Event description:
Caller reported a cgm error, specifically error 42, with their sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support, and with guidance, successfully reset the pump and started their sensor session without any further issues.